Manufacturer narrative:
Per the instructions for use (IFU), hemolysis and anemia are known potential adverse events associated with the thv procedure and the use of the edwards thv devices. Hemolysis is the destruction of red blood cells. There are multiple extrinsic and intrinsic factors including use of extracorporeal circulation, transfusion, infection, tumors, autoimmune disorders, medication side effects, a metabolic abnormality, and red blood cell membrane instability. Normal red blood cells (erythrocytes) have a lifespan of about 120 days. After the lifespan is over the red blood cells break down and are removed from the circulation by the spleen. In some medical conditions, or because of taking certain medications, this breakdown of red blood cells is increased. Red cells may break down due to mechanical damage, such as from artificial heart valves or heart-lung bypass; or they may be destroyed due to defects in the cells themselves. Medications that have been associated with hemolysis include acetaminophen, penicillin, and other pain medications. Anemia can develop during the thv procedure without obvious injury, and/or can be present in the post-procedure period without an obvious source of bleeding. Many of these patients have pre-procedural borderline anemia that is exacerbated by fluid administration during the procedure. Some bleeding is expected during the thv procedure, due to a need for multiple vascular access sites and multiple devices exchanges throughout the procedure. It is not uncommon for thv patients to routinely receive blood transfusion to aid in recovery from procedural stresses, such as rapid pacing, general anesthesia, arterial / venous cannulation, etc. In this case, there was no allegation or indication of a device malfunction. Investigation results suggest/indicate the cause of the anemia is unknown; however, the mechanisms described above may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported from patient support, psc received the inquiry from a patient. The patient reports that they had tavr and approximately 3 months later the patient went to the ER due to extreme dizziness. Blood test showed the patient's hgb was 7.1. They were given 2 units of blood. Five days later, the patient had a colonoscopy with no active signs of bleeding. Upon discharge the following day, hgb was 8.4. Subsequent tests on 1 day post discharge, the tests showed hgb of 8.9. One month later the tests showed hgb of 11.6, and the last test, which was a month and a half after the one month follow up, the tests showed hgb 13.0. The patient was told by their hematologist that their anemia is possibly due to having tavr. The patient asked to speak with one of ew doctors about this. Upon follow up by svp of product safety, they spoke with the patient, and they discussed that "mild anemia is not unusual after tavr but it's unusual to require a transfusion." The svp did advise that the blood count is now back to normal, but the patient is still feeling weak. The svp asked the patient to let us know about upcoming appointments and to let us know if they have questions.

Manufacturer narrative:
Per the instructions for use (IFU), hemolysis and anemia are known potential adverse events associated with the thv procedure and the use of the edwards thv devices. Hemolysis is the destruction of red blood cells. There are multiple extrinsic and intrinsic factors including use of extracorporeal circulation, transfusion, infection, tumors, autoimmune disorders, medication side effects, a metabolic abnormality, and red blood cell membrane instability. Normal red blood cells (erythrocytes) have a lifespan of about 120 days. After the lifespan is over the red blood cells break down and are removed from the circulation by the spleen. In some medical conditions, or because of taking certain medications, this breakdown of red blood cells is increased. Red cells may break down due to mechanical damage, such as from artificial heart valves or heart-lung bypass; or they may be destroyed due to defects in the cells themselves. Medications that have been associated with hemolysis include acetaminophen, penicillin, and other pain medications. Anemia can develop during the thv procedure without obvious injury, and/or can be present in the post-procedure period without an obvious source of bleeding. Many of these patients have pre-procedural borderline anemia that is exacerbated by fluid administration during the procedure. Some bleeding is expected during the thv procedure, due to a need for multiple vascular access sites and multiple devices exchanges throughout the procedure. It is not uncommon for thv patients to routinely receive blood transfusion to aid in recovery from procedural stresses, such as rapid pacing, general anesthesia, arterial / venous cannulation, etc. In this case, there was no allegation or indication of a device malfunction. Investigation results suggest/indicate the cause of the anemia is unknown; however, the mechanisms described above may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.